Event description:
It was reported that a second surgery was required to replace device. In (B)(6) 2010, patient had pain, and during scope, surgeon found the glenoid device had broken and parts were floating. Some pieces were removed at that time. Patient had total revision surgery shortly afterwards. All pieces including the stem were removed at this time. A competitors devise was used to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The scratch and gouge marks may be due to normal wear and tear during post-op or may have occurred during explantation. The glenoid failure appears to be from high shear stress. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of the event is due to patient noncompliance during post-op or improper placement/loosening of the glenoid due to the bone graft issues. The directions for use, (B)(4), states that factors and risks impacting the safety and service life of the implant is based on extreme stress or strain resulting from work or sport related activities. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.